Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-04155 and 2134265-2018-04156. It was reported that automatic pullback failure occurred. The target lesion was located in the left circumflex artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. During a percutaneous coronary intervention, it was noted that the opticross could not be pulled back and could not show the image of the target lesion. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed no issues and device appears to be in good conditions. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Broken drive shaft and imaging core windup was encountered in the triple heat shrink area in the telescope area. Imaging core windup began 0.2 cm from the distal end of the connector shaft. By using a test pullback sled assembly, the catheter was not able to properly pull back manually and automatically due to the encountered windup in the telescope assembly. No other issues or defects were observed during product analysis of the returned device. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4)

Event description:
Same case as MDR ID#: 2134265-2018-04155 and 2134265-2018-04156. It was reported that automatic pullback failure occurred. The target lesion was located in the left circumflex artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. During a percutaneous coronary intervention, it was noted that the opticross could not be pulled back and could not show the image of the target lesion. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient's status is stable.